Event description:
Customer reported that high blood glucose level of 443 mg/dl, treated with insulin pump, which still prolonged her stay in the hospital. Troubleshooting was performed. Information for cause of hospitalization was gathered. She was first admitted for fainting spells, blood glucose was 98 mg/dl, and then transferred to another hospital for high blood glucose. Customer stated her blood glucose had initially lowered to 30 mg/dl and was feed a lot of food which brought up to the 400s. Customer will be released once blood glucose is sable. Customer was advised to disconnect from the device. The drive support cap is normal. No issues were noted on the device or the settings. A low battery and low reservoir were noted. The device passed high pressure test. Cannula is not bent or occluded. Customer was advised to change the entire set. Customer declined low blood glucose troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.